Manufacturer narrative:
Additional device(s) involved in event: d4. (B)(4). H3. Yes h4. 2017-02-28 h6. Method code(s): 20, 3372 h6. Conclusion code(s): (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned device passed functional testing and visual inspection. Supplemental testing of the controller confirmed that the driveline cable connector was functional and able to properly mate and lock with a driveline. As a result, the reported "loose controller driveline connection" event could not be confirmed. The reported driveline disconnection event was confirmed through log file analysis, which revealed 1 vad disconnect alarm on (B)(6) 2017. This alarm is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported dropping of the controller. The alarm log file also revealed 1 high watt alarm, 2 electrical fault alarms, and 1 vad disconnect alarm logged on (B)(6) 2017 within one minute. The electrical fault alarms were triggered due to an open phase on one of the stators resulting in single stator operation. The high watt alarm was a result of the pump running on the single stator. These alarms are indicative of a brief intermittent connection of the driveline, followed by a physical disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnections of the driveline from the controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Additional products: controller, (B)(4). D10:yes, return date: 2017-10-25 h3: yes h4: 2017-02-28 h6 FDA method code(s):10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s):71 product event summary: the controller passed visual inspection and functional test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - controller 1.0 / catalog number 1403us / expiration date: 28-feb-2018 (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Connection issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient dropped their controller on (B)(6) 2017 which resulted in their driveline becoming disconnected.  On (B)(6) 2017, the driveline disconnected a second time while the patient was in bed.  The controller was exchanged to ensure there was not a loose controller driveline connection.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date MFR received for the initial report is 2017-08-09. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.